Event description:
Pharmacist of the facility reported to baxter (B)(4) of an all in one empty container with connector in which pharmacist observed an unknown particle inside the solution bag. The reported condition occurred before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: 6 unused samples were available for evaluation. A visual inspection revealed particulate matter inside the fluid path of the bag in 3 out of 6 received bags. The reported condition was confirmed for this sample. No other tests were performed. The assignable root cause for the reported condition is unknown. Additional information: this issue is being investigated through CAPA. Should relevant additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.